Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04924, it was reported that patients anchors stuck too far out and were uncomfortable. As a result. Surgical intervention was undertaken on (B)(6) 2023 wherein both anchors were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.